Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure for stress urinary incontinence on (B)(6) 2007 and mesh was implanted. The patient reported experiencing pelvic pain, urinary problems, on and off urinary tract infection symptoms, joint pain, buttock pain, groin pain, burning buttocks and legs, auto immune disease, depression, painful intercourse, inflammation in the gut, urgency and inability to work. The patient further reported that she has been prescribed medication over the years. The mesh remains implanted. No additional information is available.